Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc could not review the manufacturing history record (DHR) because the serial number was unknown. Based upon the information from the user, it was considered that this phenomenon might be attributed to following. While the cleaning the instrument channel with the cleaning brush, the distal end of the cleaning brush was damaged and remained in the instrument channel, subsequently the user used the subject device for next procedure with the distal end of the cleaning brush remaining in the instrument channel. The cause of the brush was damaged could not be conclusively determined, but it might be the fatigue by such as the bending of the cleaning brush, the scratches, or the repeatedly use stress etc.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an unspecified procedure, it was found that the distal end of a brush which had remained in the instrument channel fell off into the patient. There was no report of patient injury associated with the event.